Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil. It had been high, then stabilized, but now varied up again and the alert was off. It was not known when the alert had been turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).